Manufacturer narrative:
The unit was returned to the company for non-destructive testing. This testing yielded a number of maintenance problems including out of specification primary and secondary relief valve, vacuum loss and failed operating pressure test. However, the patient admitted to smoking while on the oxygen unit, which was the ultimate cause of the fire.

Event description:
The company was notified on (B)(6) 2015 of an event that occurred involving a stroller portable liquid oxygen unit. The date of the incident is unknown. The incident was reported as: "the patient was smoking while using the machine, which caused the fire damage. No injury or damage was caused".

Manufacturer narrative:
The company has contacted (B)(6) in an attempt to have the unit returned to our facility for testing. After this testing has been completed, a followup report will be submitted.

Event description:
The company was notified on 10/08/2015 of an event that occurred involving a stroller portable liquid oxygen unit. The date of the incident is unknown. The incident was reported as: "the patient was smoking while using the machine, which caused the fire damage. No injury or damage was caused".